Manufacturer narrative:
Additional information was received that the first valve was removed from the body and a second valve was implanted. No product was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged resulting in pa ravalvular leak (pvl) (degree not known). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve with resultant mild pvl. No adverse patient effects were reported.